Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced the foot pedal. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the integrated electrosurgical unit (iesu) external coagulation pedal was sticking. Intuitive surgical, inc. (Isi) clinical sales representative (csr) called to report surgeon was using iesu external foot pedals for the laparoscopic portion of the procedure. The external foot pedal for coagulation energy activation kept sticking. Energy would not stop after releasing the external foot pedal. The surgeon switched to a third-party bovie for a laparoscopic portion of the procedure. The csr requested iesu external foot pedal be checked/replaced. The surgeon was continuing with the procedure robotically. Isi followed up with the initial reporter and obtained the following additional information: the representative confirmed that the procedure was converted to open surgery due to the iesu related issues. The site did not have any backup generators available, so the decision was made to convert to open surgery. No patient injuries or harms.